Event description:
The multifocal intraocular lens was removed and replaced with a monofocal, due to the pt's intolerance of halos and glare.

Manufacturer narrative:
The lens was received cut in 2 pieces precluding optical evaluation. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.